Manufacturer narrative:
The reported event of no data available on directtrend was confirmed. Based on the information received, the cause of the reported incident was due to directtrend not being turned on.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker was found to have missing electrocardiogram data. No intervention was performed and there were no patient consequences.